Event description:
It was reported that the electrosurgical generator had error e006.the issue was found upon completion of procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received from the customer stating that the correct date of event was 09feb2026.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to previous b3 date of event and update to h4. Additional information received from the customer stating that the correct date of event was 09feb2026. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.